Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported patient's ipg lost communications with external devices. Troubleshooting was able to resolve the issue. Therapy remains active.

Event description:
Additional information indicated ipg lost communications with external devices again. Troubleshooting was able to resolve the issue and restore therapy.